Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer didn't feel any pressure when filling cartridge and it "just kept going". There was no reported impact to customer's blood glucose. A cartridge change was performed to resolve the issue.